Manufacturer narrative:
H3) the software investigation found that there was not a software issue. Complaint data analysis found the event was due to a user workflow issue as per the complaint data. The site had decided to not proceed with a imaging system checkout at this time. The site decided that the missing imaging system tool card on the navigation was caused by untrained user error and was the cause of the imaging system and navigation was not communicating". Software was functioning as designed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated section b5 and annex f code as f1910 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received and stating that " the screw at t10 on the left side was about 7.5mm off. A couple others were around 5.0mm off.".

Manufacturer narrative:
Correction: updated b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the screw placement in navigation was not accurate to that on the patient. The site was more superior on the patient than in navigation. The screws were closer to the disc space. Multiple screws were inaccurate, but one being significantly inaccurate. The manufacturer representative (rep) confirmed that the patient orientation was correct on both the imaging system and the navigation system. The probable cause of the reported issue was that the patient reference frame was potentially bumped during the procedure making it more superior than on navigation. It was more prone and the orientation was correct.

Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and used the sawbone and had no inaccuracies. Also, used the unit a couple times since that one case and had no issues. Performed a system check out, the unit was ready. Codes b01, c19, d14 are applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: m 021083c001, serial/lot #: 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the screw placement in navigation was not accurate to that on the patient. More superior on the patient than in navigation. Screw was closer to the disc space. Multiple screws, but one being significantly inaccurate. Superior than on navigation. Disc space multiple screws. Prone and orientation correct. Potential patient reference frame was bumped. Patient was present. There was no surgical delay and no impact on patient outcome.